Manufacturer narrative:
This report is submitted on july 11, 2018.

Event description:
It was reported that the patient experienced a performance decrement and subsequently, the device was explanted on (B)(6) 2015. The patient was reimplanted with another device.